Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. As a result of the evaluation, no abnormality such as black plastic pieces or damage to the channel was found inside the instrument channel of the device. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility noticed some small pieces of what looked like black plastic fell into the patient body, when inserting a non-olympus (boston scientific) biopsy forceps into the instrument channel of the subject device during a diagnostic procedure. The pieces were observed by the physician as soon as the biopsy forceps appeared in the endoscopic image. The user facility removed all pieces with a non-olympus (us endoscopy) net type retrieval device. The user facility continued to use the device and complete the intended procedure. The user facility is concerned a potential for cross infection of patients, but there is no patient injury or infection associated with this report.